Event description:
It was reported by customer that the red hub fell off tlc PICC - pt being turned, slight tug not even enough to pull dressing up and hub popped off. This was witnessed by PICC fusion rn. Patient had to have a new line placed. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension tubing is confirmed and was determined to be use-related. One 5 fr t/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the returned device. The red luer was broken from the middle lumen of the catheter upon the return of the device. Some remnants of the purple extension tubing were observed inside the red lumen of the catheter. A microscopic observation of the break site of the extension tubing inside the red lumen revealed beach marks along the fracture surface. The fracture edges appeared rounded and uneven. Tactile evaluation of the purple extension tubing of the catheter revealed tensile or pulling weakness near the break site of the extension tubing indicating twisting, pulling and/or kinking may have contributed to the failure. The failure of a break in the extension tubing luer is confirmed and was determined to be caused by twisting, pulling, and/or kinking of the catheter tubing at the break site. This complaint will be recorded for future trending and monitoring purposes.